Event description:
Customer reported that she was in the hospital with high blood glucose over 600 mg/dl because she had not been able to use her insulin pump due to lack of supplies for a week. Customer also reported she lost her serter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.